Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was released from the hypak scf1ml rf prtcfm27 eb pp when the vaccine was removed from the plastic cover, and medication leaked out before use. The following information was provided by the initial reporter: "leakage of the content - during removal of the vaccine from the plastic cover plunger was released and content leaked out."

Event description:
It was reported that the plunger was released from the hypak scf1ml rf prtcfm27 eb pp when the vaccine was removed from the plastic cover, and medication leaked out before use. The following information was provided by the initial reporter: "leakage of the content - during removal of the vaccine from the plastic cover plunger was released and content leaked out."

Manufacturer narrative:
Investigation: bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches implicated in this complaint meet all acceptable quality level (aqls), were manufactured and released according to applicable procedures and specifications. This batch has been previously investigated for a similar or equivalent problem statement. Neither samples nor pictures were provided to bdm-ps for analysis. Sample is required to perform a complete and detail analysis to confirm the reported event and establish a potential root cause that originated the reported event. As no sample was provided to bdm-ps for analysis, 8d team leader cannot delve deeper into the investigation and determine the root cause of the reported condition.